Event description:
Ous MDR- four years after implant, during routine follow-up, it was impossible to interrogate the device.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation the battery status was found to be eri, which was activated on (B)(6) 2017. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However the current consumption was normal. At a next step the ability of the device to deliver therapies was verified. The therapy functions were not available as a result of a depleted battery. Therefore the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies but the battery was found to be depleted. The battery was disconnected from the electronic module. A thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected and the anti-bradycardia pacing pulses were flawless and in amplitude and frequency as programmed. At a next step the battery was sent to the manufacturer for analysis. The battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed that an increased internal self-depletion within the battery led to the clinical observation. In conclusion, an increased internal self-depletion within the battery was found to be the root cause of the clinical observation. Biotronik will monitor closely if complaints received in the future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.